Manufacturer narrative:
(B)(4). Delamination. Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2009, and mesh was used. During the procedure, the orc layer separated from the soft prolene in the lower quadrant of the mesh. The separation was realized after the mesh was implanted/parachuted into the cavity. No further information is available.